Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was unknown whether there was deviation from IFU in reprocessing steps for the location where the foreign material remained. No physical damage on the location where the foreign material remained. A definitive root cause cannot be determined. User can detect/prevent the suggested event by following IFU below. Detection method is described in gif/cf-170 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in nozzle, air/water tube, plastic distal end cover, connecting tube and adhesive on bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.